Manufacturer narrative:
One device returned for evaluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Upon review of the event history log, no evidence of the reported complaint had been found. Device then underwent functional testing; device found to be alarming. This was a result of a faulty downstream sensor. The problem source has been determined to be unknown.

Event description:
Additional information was received indicating that there was no patient involved.

Manufacturer narrative:
Other, (patient code).

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited constant beeping. No adverse effects were reported.